Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling image guide pipe was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) (documented here due to character limitation in respective field). The device was returned to olympus for evaluation. In addition to the reported malfunction in b5, the additional findings were as follows: water tightness was lost due to a pinhole on the bending section cover; water tightness was lost due to a damage on the camera section; the adhesive on the bending section cover had a chip; the camera section was sticky due to water leakage; the control unit had a scratch; and the grip had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the airway mobilescope had insertion site membrane defects. There were no reports of patient harm due to the reported issue. The device was returned for evaluation. The device evaluation found the image guide pipe was peeling off at (1mm2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.